Event description:
It was reported that guide wire tip detachment occurred. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified diagonal branch of the coronary artery. A 185cm j-tip pt guide wire was advanced to cross the lesion. However, during withdrawal of the wire, the tip broke off and the detached tip was left inside the patient's body. The procedure was completed with no patient complications reported. The patient was stable post procedure.